Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I feel so glad I had these removed') in a female patient who had essure inserted. In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Amendment: the report was amended for the following reason: this is a retention case. All the information: reporter¿s information, implant date, references details and source documents were transferred from deletion case no. 2020-019130 legacy device report number. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('I discovered that almost a full coil was still inside me and had migrated and was still in uterus') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("I am on my period for about 3weeks- off for about week then back again"), feeling abnormal ("she had aged drastically overnight and had brain fog"), migraine ("constant migraine"), genital haemorrhage ("bleeding") and abdominal pain lower ("she had stabbing pain in her abdomen"). The patient was treated with surgery (in (B)(6) 2019 to heve her fallopian tubes & the coils removed). Essure was removed in (B)(6) 2019. At the time of the report, the device expulsion, heavy menstrual bleeding, feeling abnormal, migraine and genital haemorrhage outcome was unknown and the abdominal pain lower had not resolved. The reporter considered abdominal pain lower, device expulsion, feeling abnormal, genital haemorrhage, heavy menstrual bleeding and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: surgery was not successful. I discovered that almost full coil was still in uterus. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-oct-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device expulsion ("I discovered that almost a full coil was still inside me and had migrated and was still in uterus") in a 43 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2009, the patient had essure inserted. Essure was removed in (B)(6) 2019. An unknown time later she experienced device expulsion (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("I am on my period for about 3weeks- off for about week then back again"), feeling abnormal ("she had aged drastically overnight and had brain fog"), migraine ("constant migraine"), genital haemorrhage ("bleeding") and abdominal pain lower ("she had stabbing pain in her abdomen"). The patient was treated with surgery (in (B)(6) 2019 to have her fallopian tubes & the coils removed). At the time of the report, the abdominal pain lower had not resolved. The outcomes for device expulsion, heavy menstrual bleeding, feeling abnormal, migraine and genital haemorrhage were unknown. The reporter considered abdominal pain lower, device expulsion, feeling abnormal, genital haemorrhage, heavy menstrual bleeding and migraine to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [x-ray] (date unknown): surgery was not successful. I discovered that almost full coil was still in uterus. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. The most recent follow-up information incorporated above includes data received on: 11-oct-2022: event medical device removal was replaced with event essure expulsion, events brain fog, abdominal pain lower, brain fog, tooth fracture were added. Reporter information updated. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I feel so glad I had these removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menorrhagia ("I am on my period for about 3 weeks- off for about week then back again"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal and menorrhagia outcome was unknown. The reporter considered medical device removal and menorrhagia to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event added: prolonged periods. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.